Event description:
Mother of pt discovered a dark, dense foreign material approx 40mm x 15xx in size in the tubing of an enteral feeding bag. MFR notified 10/25/95 & product returned to MFR the same day for analysis.